Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. On the second firing of the rectum resectioning, the surgeon fired the stapler and removed it after he thought it was completed. However, the sales representative checked the reload and noticed that the stapling stopped after 2 cm. He also noticed that the reload stapled the reinforcement material, but not the tissue. Also, the anchoring suture on the tip of the reload was not cut. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.